Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that approximately six weeks post implant, the pocket site of this implanted system had failed to heal correctly and the device was exposed. An infection was suspected and the entire system removed and replaced. All parameters with the newly implanted system were favorable and the patient reported as stable. The explanted system is intended to be returned for disposal.